Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'low delivery during test' could not be assessed as evaluation experienced an unrelated pump issue. The pump will undergo release testing to ensure the device is in fully working order, prior to shipment to customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a low delivery during testing. There was no known patient injury or medical intervention associated with this event. No additional information is available.